Event description:
It was reported that the right ventricular (rv) lead had low impedance, high pacing threshold and no capture. Therefore the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: kdr901 implantable pacemaker (B)(6) 2005. Concomitant product: 5076 implantable pacing lead (B)(6) 2001. (B)(4).